Manufacturer narrative:
Findings: pump received with normal operating currents and passed the self-test, rewind, basic occlusion, prime and displacement tests. Pump received with stuck motor error alarm loop during bolus delivery. Unable to perform the unexpected restart error, occlusion, and the excessive no delivery test or verify motion sensor test failure alarm due to motor error alarm. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Rewind functioned proper during testing. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motion sensor test failure. Customer's blood glucose at time of incident was unknown. The customer was assisted in performing displacement test and it failed. The customer was unable to perform displacement test, each time pump rewinds an alarm occurs. Customer was advised to revert to backup plan and receive replacement pump.